Event description:
I was found unconscious in bed at about 10:30 pm on (B)(6) 2016, and had been that way since about 2:00 pm because of a medtronic paradigm mini med insulin pump failure, paramedics and doctor found that the pump failed at 8:09 am that morning. My blood sugar went from 140 at 2 pm to over 1285 by midnight (pump just stopped working with (no warning or alarm). I was taken to the hospital with aspiration pneumonia, kidney damage in critical condition for 4 days and had to stay for 6 days. I called medtronic to see what I should do. They said pump was almost out of warranty and they would send me a replacement of the same model! The doctor said no that I needed a newer model and that there has been a number of problems with the model I had (B)(4). Apparently there has been recalls but I was never informed. Warranty was to end in 2 months and this was my tough luck and complain to whoever I want to!